Event description:
It was reported by the patient that the right ventricular (rv) lead was revised due to being dislodged within approximately three weeks post implant. The rv lead was repositioned and when checked approximately a month after the revision the threshold was increased. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).